Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed sepsis associated with hypotension and was febrile. It was reported that the suspected cause was due to urinary tract infection. Attempts to obtain additional information were unsuccessful. There were no additional adverse patient effects reported. The crt-d remains in service.